Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that many of the patient cassettes caused double beeping without a displayed message then goes into no disposable alarms. No patient injury was reported.